Event description:
Complaint description: a hospital nurse reported that a high frequency cable sparked and broke during a procedure. She mentioned that there were no injuries related to the occurrence.